Event description:
It was reported to philips that the wireless footswitch had connectivity issues. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the battery indicator was green, and the wi-fi symbol was constantly in red. The field service engineer (fse) went onsite and confirmed there was wi-fi synchronization problem with the wireless pedal. The cause of the wireless footswitch(wfs) failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wfs and pairing with wi-fi data base by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.